Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up. System error 105 was confirmed and caused by tear in the flex tail. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during therapy in the oncology care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report was incorrect and has been updated